Event description:
It was reported that post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). Programming changes were made. Further information was requested but was not available.

Event description:
New information received notes programming changes were made. No new problems indicating post paced t wave observed on the recent transmissions on (B)(6) 2022. There were no reports from the patient of any adverse consequences.